Event description:
On a medtronic insulin pump 512, I have had the following software glitch appear many times. If something as simple as this can't be done correctly, it has me wondering what other "glitches" exist in the software. With the pump you can enter a bolus value by navigating the menus. On the screen where you are able to select a value for the bolus the up and down arrows function to adjust the value. The default value is 0.0 units. When the user presses up the number increases, down decreases. The value loops so that when you are going down when it hits 0.0 the next value will be your max bolus value as defined in the pump's settings. The rolling over from 0.0 to max bolus value makes it very easy to enter large values quickly, this is important because most meals are large values. This feature is very important to the user. The problem is that in some cases, the down button won't function from the initial value of 0.0. This rolling back feature works more than 98% of the time correctly, but it doesn't always work. As stated before, this inconsistency is a concern. If something as simple as this doesn't work correctly 100% of the time, what else in the pump's software doesn't work reliably?